Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the epg was sent to service and repair department and no problem was found during function testing.

Event description:
It was reported that the pacing rate did not change when the dial was turned on the external pulse generator (epg). The rate did change with the dial for sensitivity was turned. The epg was sent for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.